Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopy surgery the device broke inside the patient. No broken parts remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint was confirmed. Visual evaluation confirms the inner tube shaft has broken off, right after the tub connector. No damaged was observed to the outer tube. Device functioning could not be performed due to the damaged of the device. The cause of this event is undetermined. However, most likely caused is by the application of prying/leveraging forces to the device during use.